Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that with the heart stopped and the bypass unit running, what appeared to be an electrocardiograph (ECG) waveform was noted on the display and that it would not go away. The device was used for the remainder of the procedure. After the pt was revived and the heart was beating normally, the user noticed that the interference was gone on the display and that the pump was turned off. Trouble shooting found that when the pump was off the waveform was ok, and when it was turned on, the waveform returned. The procedure was not delayed and there were no reported adverse consequences to the pt for this event.